Manufacturer narrative:
(B)(4). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacture year 2014. Field service specialist (fss) visited account and checked laser and it was found within specifications. Vacuum checked both in-service and user mode and worked within specifications. In user/operator mode build fss the vacuum for about 10 minutes, system maintained the vacuum without any trouble, checked with three different packs and passed every time. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that there was vacuum loss during the lens fragmentation procedure with a catalys laser. Fragmentation procedure was then aborted. However, during the cataract surgery patient experienced an anterior and posterior capsular tear and required a vitrectomy. This report is to capture the anterior and posterior capsular tear that required a vitrectomy. A separate report is being submitted for the vacuum loss during laser firing where there was no patient issue.

Manufacturer narrative:
Manufacturing date month now provided july 2014. Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the catalyst system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no equipment problem was found. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.